Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was up to 600 mg/dl and customer's current blood glucose level was 417 mg/dl. Customer stated insulin pump had crack in battery compartment and insulin pump stopped working. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated display did not returned after insulin pump restart. Customer stated the display was not blank less than 30 seconds. Customer stated insert battery did not display on screen. Customer was not using auto mode. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No blank display noted. Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion. Also, unit passed sleep current measurement, active current measurement and self tests. Device had cracked battery tube threads, cracked case corner of belt clip rails, label damage. Device p-cap / test reservoir locks in place properly and no anomaly noted. (B)(4).